Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, for the first firing for, the nurse connected the reload to the handle and checked the jaws opening/closing with no problem. The surgeon tried to fire the device, however the handle was locked and could not squeeze it. The procedure was completed with another device. The status of the patient is no problem.